Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Impella cp with smart assist system: section: general patient care considerations. ¿assess access site for bleeding and hematoma.¿ section: entering cardiac output: use of the repositioning sheath and peel-away introducer. ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ section: potential adverse events (united states) : ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿

Event description:
The user facility reported a 79-year-old female noted as high risk percutaneous coronary intervention was implanted with an impella cp device for mechanical circulatory support. It was reported that during explant of the pump, there were issues with achieving hemostasis. The perclose failed and bleeding was occurring. The team troubleshot by balloon and placement of a covered stent. The patient was reported as stable.

Manufacturer narrative:
The investigation into the access site bleeding ¿ major issue has been completed since the original report was submitted. The device was not returned for investigation. The root cause of access site bleeding was determined to be use issue because of the break in one of perclose and one was able to be tightened. Later the bleeding was resolved, and the hemostasis was achieved by covered stent on the axillary artery and manual pressure on lfa.